Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced infection, inflammation, obstruction, bleeding, fistulas, perforation, serosal tear, peritonitis, hernia recurrence, strangulation of small bowel, abscess, erosion of the sidewall of bowel into the mesh, serosal tearing, a 1cm defect in the mesh with small bowel herniating through, right quadrant pain, erythema, abdominal pain, dehiscence, progressive massive distention with a CT scan showing free air with pneumatosis, atonic dilated small bowel, and adhesions. Post-operative treatment includes hospital stay for more than 30 days, ICU, ventilator use, antibiotics, intraperitoneal drain, CT scan, medications, small bowel resection with primary anastomosis, extensive lysis of adhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, mesh explant, high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, and secondary closure of surgical wound for dehiscence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence with strangulation of small bowel, abscess, erosion of the sidewall of bowel into the mesh, serosal tearing, a 1cm defect in the mesh with small bowel herniating through, right quadrant pain, erythema, and adhesions. Post-operative treatment includes small bowel resection with primary anastomosis, extensive lysis ofadhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, and mesh explant. After removal of the mesh, the patient experienced abdominal pain, progressive massive distention with a CT scan showing free air with pneumatosis, atonic dilated small bowel, hernia, and adhesions. Treatment for these later issues included high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, and secondary closure of surgical wound for dehiscence. Concomitant devices: strap25/079326 endotacker 5mm x2

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, a5, b2, b5, b6, b7, d10, h6 (added patient and imf codes) ime 2402: free air with pneumatosis, dilated small bowel, fibroadipose tissue, fibrosclerotic change, two foci of extraluminal gas, ileus, coagulopathic, mixed acid-base balance disorder, fibrosclerotic change, mesenteric infiltration, abdominal compartment syndrome, alkalemia, kidney failure, hyponatremia, hypoosmolality, malnutrition, hallucinations, loss of domain concomitant devices: endo tacker secure strap 5 mm (product ID: strap25, lot number: ej6753) endo tacker secure strap 5 mm (product ID: strap25, lot number: ehk887). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced infection, inflammation, obstruction, bleeding, fistulas, perforation, serosal tear, peritonitis, hernia recurrence, strangulation of small bowel, abscess, erosion of the sidewallof bowel into the mesh, defect in the mesh with small bowel herniating through, right quadrant pain, erythema, abdominal pain, dehiscence, distention, free air with pneumatosis, dilated small bowel, fibroadipose tissue with fibrosclerotic change, ascites, pleural effusions, bacterial infection, peritoneal thickening, mesenteric infiltration, reactive mesenteric lymph nodes, abdominal compartment syndrome, two foci of extraluminal gas, ileus, pneumotosis, nausea, vomiting, diarrhea, tenderness, pain, sepsis, blood in stool, coagulopathic, tachycardia, serosanguinous drainage, anastomotic leak, renal failure, difficulty passing stool, fever, altered mental status, purulent fluid, alkalemia, septic shock, respiratory failure, dyspnea, hypoxia, kidney failure, mixed acid-base balance disorder, anemia, ischemic heart disease, hyponatremia, hypoosmolality, malnutrition, weakness, hallucinations, loss of domain, non-healing wound, and adhesions. Post-operative treatment includes hospital stay for more than 30 days, ICU, ventilator use, antibiotics, intraperitoneal drain, CT scan, medications, small bowel resection with primary anastomosis, extensive lysis of adhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, mesh explant, high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, x-ray, red blood cells transfused, IV fluid bolus, abdominal paracentesis, anal dilation/pouch washout, medication, rehabilitation, intubated, purulent material evacuated, tpn, fluid resuscitation, drains placed, wound dressings, PICC line, removal of retention sutures under anesthesia with resuturing of abdominal wall, and secondary closure of surgical wound for dehiscence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence with strangulation of small bowel, abscess, erosion of the sidewall of bowel into the mesh, serosal tearing, a 1cm defect in the mesh with small bowel herniating through, right quadrant pain, erythema, and adhesions. Post-operative treatment includes small bowel resection with primary anastomosis, extensive lysis ofadhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, and mesh explant. After removal of the mesh, the patient experienced abdominal pain, progressive massive distention with a CT scan showing free air with pneumatosis, atonic dilated small bowel, hernia, and adhesions. Treatment for these later issues included high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, and secondary closure of surgical wound for dehiscence. Concomitant devices: strap25/079326 endotacker 5mm x2

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence with strangulation of small bowel, abscess, erosion of the sidewall of bowel into the mesh, serosal tearing, a 1cm defect in the mesh with small bowel herniating through, right quadrant pain, erythema, abdominal pain, dehiscence, progressive massive distention with a CT scan showing free air with pneumatosis, atonic dilated small bowel and adhesions. Post-operative treatment includes small bowel resection with primary anastomosis, extensive lysis of adhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, mesh explant, high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, and secondary closure of surgical wound for dehiscence. Concomitant devices: strap25/079326 endotacker 5mm x2. Relevant tests/laboratory data: (B)(6) 2014: path report from mesh specimen showed benign fibroadipose tissue with fibrosclerotic change.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence with strangulation of small bowel, abscess, erosion of the sidewall of bowel into the mesh, serosal tearing, a 1 cm defect in the mesh with small bowel herniating through, right quadrant pain, erythema, and adhesions. Post-operative treatment includes small bowel resection with primary anastomosis, extensive lysis of adhesions, drainage of abscess, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, and mesh explant. After removal of the mesh, the patient experienced abdominal pain, progressive massive distention with a CT scan showing free air with pneumatosis, atonic dilated small bowel, hernia, and adhesions. Treatment for these later issues included high-dose steroids for sarcoidosis, exploratory laparotomy, lysis of adhesions, decompression of small intestine, and secondary closure of surgical wound for dehiscence. Concomitant devices: strap25/079326 endotacker 5 mm x2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, erosion of mesh, serosal tearing, and adhesions. Post-operative treatment includes small bowel resection with primary anastomosis, extensive lysis of adhesions, needle/manual decompression of small intestine, reduction of a small hernia in the left abdomen, exploratory laparotomy, and mesh explant.